Event description:
It was reported that the iab was inserted via the femoral artery in a patient in cardiogenic shock. During the insertion process, resistance was encountered, and the iab could not be fully advanced. The iab was removed and replaced without any patient complications.